Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user reported that the device never functioned. Additional information has been requested.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the information received, the recipient suffered from cholesteatoma, which eroded the lateral/posterior ear canal wall. Acute mastoiditis occurred, resulting in otogenic meningitis. A device correlation to the above issues can be excluded, as also confirmed by the clinic. Device explantation was performed in order to treat the reported cholesteatoma and mastoiditis, while the device was reportedly working within normal limits prior to explantation. Further, it was reported that the recipient did no longer benefit from the device, since his sensori-neural hearing loss had worsened and had likely fallen outside the candidacy criteria, possibly due to the reported device unrelated medical issues. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The explanted device was received for investigation. The user is doing well since the removal of the device.